Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n186513004, product type: catheter. (B)(4). Analysis of the pump found a motor gear train anomaly. There was corrosion and/or wear and/or lubrication and a stall due to shaft-bearing. There were multiple motor stalls and recoveries seen in the logs. During destructive analysis, the technician found residue and shaft wear on the upper shaft of gear 2. Also, some residue on the jewel was found where the upper shaft of gear 2 inserted into the top bridge assembly. Analysis of the catheter found no significant anomaly. There was a non-significant indent in the seal of the sutureless connector that did not affect infusion. (B)(4).

Event description:
The product was returned with no information.